Event description:
It was reported that the ventricular lead was almost pulled out of the device, due to twiddler's syndrome. The lead was cut, capped, and replaced because of short v-v intervals, indicating oversensing, and noise. Additional information was subsequently received from an attorney alleging the "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" associated with one or more of the following: "the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." The patient reported they may have a surgery scheduled to "fix device." They stated that "lead can shock stomach and device flops in chest." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.